Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02023 & 0001825034-2017-02024.

Event description:
Information was received based on review of a journal article titled, "is there a benefit to modularity in ¿simpler¿ femoral revisions? ". It was reported that an unknown number of patients with modular femoral component underwent revision due to femoral implant fracture at the junction of the stem and the body.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03086.